Event description:
The customer alleged problems with the ckmb, troponin t (tnt), and parathyroid hormone (pth) assays on the cobas e411 rack analyzer. The customer stated that a result (specific test not provided) from the e411 did not match a previous result on the same patient. The test was repeated on a 2nd e411, which did not match the original result. Other samples were repeated and the repeat results also failed to match initial results (details were not provided). The customer noticed that the pinch-valve tubing appeared worn and cracked, so they changed the tubing. They stated that, after replacing the tubing, they were able to calibrate tnt, but that ckmb calibration failed 4 times, and that they were able to calibrate pth, but that the controls were not in range. The customer provided questionable ckmb and tnt results on 2 patient samples. Three of the results (1 ckmb and both tnt) were discrepant. Initial results are from the e411. Repeat results are from e411 with serial number (B)(4). Patient 1: the initial tnt result was <0.010 ng/ml, with a data flag. The repeat tnt was 0.372 ng/ml, with a data flag. Patient 2: the initial ckmb result was <0.100 ng/ml, with a data flag. The repeat ckmb was 5.21 ng/ml, with a data flag. The initial tnt result was 0.041 ng/ml, with a data flag. The repeat tnt was 0.029 ng/ml. The customer stated that both the discrepant results and the repeat results were reported outside the laboratory. The customer did not have any information available regarding possible adverse events. Neither were they able to provide demographic information for these patients. The ckmb stat reagent lot number was 15749001. The troponin t stat reagent lot number was 15721901. The field service representative found the cause to be damaged sample tubing. He replaced the tubing and primed the analyzer. The customer performed calibration and quality control without errors.